Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(4), and a relationship between the device and the reported ventricular tachycardia and patient outcome could not be conclusively determined through this evaluation. (B)(4) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged, and the apical cuff was returned attached to the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's cause of death was still uncertain. The death was not considered to be device related. The device operate as expected. No log files were available. No further or additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon entering the patient's room due to alarm on the monitor, the patient seem to be restless and acutely confused. Oxygen saturation was not picking up on the monitor and the patient was attempting to get out of bed. When asked what they were trying to do and if they were alright, the patient replied "I'm almost home." During the attempt to reorient the patient, the monitor displayed ventricular tachycardia and the patient's automatic implantable cardioverter-defibrillator discharged. A code blue was activated and cardiopulmonary resuscitation was done for more than an hour with no return of spontaneous circulation. The patient expired and cause of death is unknown. No further or additional information was provided.